Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles. B. 7 section was missing in the previous report, the information should have been included that the patient has a medical history of acute stroke or transient ischemic attack (tia). Section a. 1, section b. 3, section e. 1, and section g. 3 were incorrectly reported in previous report,which is correctly updated in this follow-up report. Section h. 6, type of investigation- 4105 was missing in the previous report, which is correctly updated in this follow-up report.